Event description:
It was reported that the patient reported to the clinic that the subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones. The patient was brought in for testing and upon interrogation a code displayed indicating that the device was experiencing battery depletion. The estimated remaining battery life was at 12 percent, however five months earlier the estimated battery remaining longevity was at 40 percent. Since the patient had not received any shocks since implant and there were no recorded arrhythmias, the physician suspected premature battery depletion. It was noted the patient would be scheduled for a revision procedure in the future. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.